Event description:
Additional information received confirms the primary reason for the right heart catheterization was unrelated to the cardiomems device.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not re-calibrated as the values from the right heart catheterization and sensor matched. Accurate readings were observed under the manufacturer's patient care network database.